Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has had to change the battery on the insulin pump three times in a week and is still receiving low battery alerts and the insulin pump keeps shutting off. Customer stated the display was blank at the time of the call. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged but it is missing the black rubber. The battery compartment is not damaged or corroded. The customer did not have a new battery to try. Customer was advised to insert a new battery as soon as possible and if the display does not return to revert to a backup plan until the battery cap replacement arrives. Blood glucose value is unknown.